Event description:
Procedure type: tubal ligation. According to the reporter: upon insertion of the trocar, the surgeon was trying to use a 5mm bladeless to go through scar tissue. Surgeon was inserting straight in without success. When the trocar was pulled out she noticed the blue tip was again broken/hanging. The surgeon then pulled it out and asked for different trocars to complete the case. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).